Event description:
It was reported that when the camera was plugged in, there was no picture. No patient injury reported.

Manufacturer narrative:
A visual inspection was performed on the exterior of the product and no physical damage was observed. The complaint of no image was not duplicated. The camera head video output remained on the color bar screen when the camera head was plugged into a test camera control unit (ccu). The ccu always displays a color bar pattern until a head is plugged in. When a head is plugged in, it¿s recognized by the ccu then the ccu should automatically switch to displaying live video. If the color bars remain displayed on the screen that means the ccu doesn¿t recognize that a head was plugged in. The complaint investigation has concluded the cause of the recognition failure to be a defective electronic component. Factors, unrelated to the manufacturing and design of the device, that could have contributed to the event include a damaged or defective cable or an internal electronic component failure preventing the control unit from recognizing the camera head. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.